Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the patient got out of bed and moved to a chair. At that time, the placement signal and left ventricular signals drastically increased. An echocardiogram was performed and revealed that the pump was shallow. The physician repositioned the impella; however, the placement signal did not normalize. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was returned for investigation. The pump passed the light test and electrical testing. The failure mode couldn't be reproduced. The pump passed the sensor pressure test. Data logs showed that signal not reliable, light and lamp were stable. Upon review of pump and the data logs, no problem found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.